Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a peripheral procedure, performed to treat a severely calcified lesion in the anterior tibial artery, the armada 14 dilatation catheter and the ht winn guide wire were advanced together. During an attempt to cross to the target lesion, it was noted that the tip of the guide wire was not exiting the balloon dilatation catheter. Both devices were removed as a single unit. It was suspected that the guide wire may have perforated the balloon and was prevented from exiting. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulty to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D10, h3: device not available for evaluation.